Event description:
Customer's mother called stating the battery cap on her daughter's insulin pump cannot be removed. Customer's blood glucose was 400 mg/dl. She treated with an insulin pen. Customer is unable to remove the battery cap with a quarter. A replacement battery cap was sent. Customer was not experiencing any symptoms of high blood glucose. The drive support cap appeared normal. Insulin exited the tubing during manual prime. There were no leaks. The device's history is correct. Troubleshooting was not completed for lack of tubing clamp. Customer will call back when she receives the new battery cap and tubing clamp. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.